Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the healthcare provider (hcp) was referring to cases where the elective replacement indicator (eri) alarm was heard and the device had to be replaced. All cases were normal with no issues.

Manufacturer narrative:
(B)(4).

Event description:
It was reported there were a few times the low battery alarm started occurring ¿let's say on april 1 and then by april 15¿ the pump was already dead.